Manufacturer narrative:
Service performed by hospital. No ge healthcare repair. No report of patient involvement. (B)(4).

Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation. There was no report of patient involvement.